Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) failed to deploy. The user believed he had shuttled down completely, although there was resistance during the process. Hemostasis was achieved via manual compression. There was no reported patient injury. The deployer was mynx certified. A 5f cordis brite tip sheath was used. The procedure was performed in an arterial vessel. The vessel diameter was verified to be =5 mm. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) failed to deploy. The user believed he had shuttled down completely, although there was resistance during the process. Hemostasis was achieved via manual compression. There was no reported patient injury. The deployer was mynx certified. A 5f cordis brite tip sheath was used. The procedure was performed in an arterial vessel. The vessel diameter was verified to be =5 mm. One (1) non-sterile mynxgrip vascular closure device 5f was returned for investigation. Visual inspection of the device showed that the shuttle was disengaged from the black handle, the stopcock was open, and a cordis mynx syringe was received attached to the unit. Additionally, a 5f cordis avanti catheter sheath introducer (csi) was returned inserted on the device. The sealant was returned exposed and was observed on the catheter shaft, while the advancer tube was received in its manufactured position. The sealant sleeve was found partially retracted, and the balloon showed no abnormal conditions. No additional anomalies were observed during this visual analysis, and no additional codes were identified. The inflation/deflation functional evaluation was performed, and no anomalies were observed, as the balloon inflated and deflated as expected. A deployment simulation could not be performed because the sealant was received in an exposed condition. A shuttle displacement assessment was subsequently performed after manually removing the exposed sealant. During this evaluation, the shuttle cartridge¿received in a disengaged condition¿was re-engaged and retracted to the black handle, and the advancer tube deployed as expected. The shuttle was then advanced and retracted again to the black handle without issues, and the advancer tube was fully removed over the balloon without friction or impediment. An additional evaluation was performed by holding the unit vertically with the shuttle engaged to the handle, and it was observed that the shuttle-maintained engagement, as the gravity force did not promote disengagement. It was confirmed that the slit was present on the outer cartridge of the unit evaluated. The reported events of ¿sealant-failure to deploy¿ & ¿shuttle-shuttle advancement issue¿ were not observed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism even though the received condition indicated an unsuccessful deployment since the advancer tube was still in its manufactured position and the sealant was exposed on the catheter. Additionally, the shuttle was able to be advanced and retracted with no issues noted. The exact cause of the issue experienced by the customer could not be determined during product evaluation. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy and shuttle advancement issue incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issues experienced. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.